Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had the tubing cracked above the valve while an unspecified secondary tubing was infusing chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation contaminated with chemotherapy. Visual inspection was performed and a separation was observed between the inlet part of the check valve and the white part. The reported condition was verified. The cause of condition remains to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : device manufactured between: september 24, 2018 to september 25, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph revealed that the inlet part of the check valve was separated from the white part. Both parts of the check valve are bonded by ultrasonic welding. The cause was determined to be due to incorrect welding performed by the machine during the manufacturing process. The reported condition was verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.